Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.